Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing coronary diagnosis procedure was performed when the issue happened, and the procedure was completed by moving the patient to another room. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found communication issue with roco. Fse adjusted the generator, adapted the tube, verified the yield and edl without issues, then performed calibration of the flat detector which passed. To resolve the problem, fse confirmed that customer replaced roco and return the part for further analysis, but no failure is found. After replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure or fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.